Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause of the worsening pvl is unknown. However, it is possible that patient factors (severely calcified and elliptical native annulus) and procedural factors (initial mild-moderate pvl) contributed to the worsening pvl. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Initially, a 23mm sapien valve was deployed 50:50in the native aortic annulus. There was mild to moderate pvl following original deployment. One year post sapien valve placement, the patient presented with moderate to severe paravalvular leak (pvl) and mild central aortic insufficiency (cai). A second valve was placed 50:50 within original sapien resulting in trace - mild pvl and no cai. The native annulus was severely calcified with a diameter of 10.6x26.5mm on CT